Manufacturer narrative:
(B)(4).

Event description:
It was reported that ventricular oversensing was observed due to electromagnetic interference. Programming changes were made and the patient will continue to be monitored.